Event description:
It was reported that the physician had difficulty interrogating the patient's abdominal pacemaker due to the gross obesity of the patient. The physician was unable to gain telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 496525 implantable pacing lead implanted: 1998 (B)(6); product ID 496535 implantable pacing lead implanted: 1998 (B)(6). (B)(4).